Manufacturer narrative:
Follow-up #1: date of submission 06/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/08/2015 with the following findings: the last basal delivery and the last bolus delivery were on 04/19/2015. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unable to duplicate the complaint. The battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging an history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of 442mg/dl with polydipsia and polyuria. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and all settings are correct. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.